Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the failed downstream sensor which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log and the current reading of the downstream sensor was found out of specification indicating a failed downstream sensor. Elevated current readings can cause the device to become more sensitive to pressure and falsely alarm. The failed downstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump's downstream sensor failed. It was also reported there was no patient involvement.